Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received a calibration error alert. The blood glucose reading was over 400 mg/dl. Customer declined troubleshooting for this issue. Nothing further was reported.